Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the severely calcified, moderately tortuous proximal left circumflex (cx). The lesion was predilated with a 2.0x12mm maverick balloon. The physician attempted to place the 3.00x16mm taxus express2 drug eluting stent, via a radial approach, but was unable to cross the lesion. Next the physician tried femoral approach. The lesion was dilated again and the taxus express2 sds was advanced to the lesion, but with the same result, felt to be due to the calcification. Upon removal, the physician noticed stent damage. The procedure was completed with a non-bsc stent. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.